Manufacturer narrative:
The device history record and product release decision control sheet of the involved product/lot# combination were reviewed and no anomaly related to the event was found. The device has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report.

Event description:
It was reported that during a preoperative embolization of a juvenile nasopharyngeal angiofibroma procedure, the physician noted fragments of polytetrafluoroethylene and silicone oil, allegedly stemming from the traxcess microguidewire coating. Microcatheter navigation was performed over the 0.01400 traxcess 14 and 0.01400 microguidewire from another manufacturer. During a reshaping maneuver of the traxcess microguidewire, multiple blue colored fragments of 1-2 mm in diameter were noticed hanging from its tip as well as in the bowl with sterile saline used for wetting microguidewires and catheters. The procedure was then halted and the guidewire was inspected with no obvious signs of surface damage. After changing microcatheter and microguidewire the procedure was continued. However, shortly after introducing a newly opened traxcess microguidewire, another blue filamentous fragment was noted that appeared to be created near the tip of the introducer. The procedure was halted again and continued using other manufacturer microguidewire with no other obvious fragments being observed. There was no report of harm or injury to the patient.

Manufacturer narrative:
Additional information: h6, h10 (summary device evaluation). Summary device evaluation: the investigation of the returned traxcess device found abrasions at multiple locations along the length. Based on the investigation result, as a possible cause of occurrence, it was likely that the operation of removing the device was performed while the hard object such as the distal end of attached metal inserter was in contact with the surface of the shaft. As a result, each involved section was abraded and the outer layer was peeled off.